Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had keypad unresponsive. The customer blood glucose level was unknown. Customer stated that the buttons were harder to press. The device will not be returned for analysis.

Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and delivery accuracy test at 0.08735 inches. No under delivery anomaly or over delivery anomaly noted the stop (idle) current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. The test battery was removed and reinserted with no failed battery test alarm noted. The no delivery alarm functions properly during the basic occlusion test and occlusion test. No unexpected no delivery alarm, drive/motor anomaly or unexpected motor noise noted during testing. The motor was tested outside of the unit and passed. Device was monitored for 2 days. No charge/battery anomaly, unexpected low batter alarm or unexpected off no power alarm noted. During the occlusion test, the unit recognized the water filled reservoir that was installed in the reservoir compartment. The unit was programmed with a 2.0 unit fill cannula delivery. Then the unit delivered the 2.0 units properly with water exiting the infusion set. No prime/fill anomaly noted. Device had intermittent button response on the esc and act buttons due to flattened dome switch (no crease). No button error alarm noted. During visual inspection, the j2 keypad connector on the lcd/b was found locked properly. Device uploaded properly using carelink. Device had minor scratched display window, scratched reservoir tube window and cracked reservoir tube lip. The test p-cap and reservoir does lock in place in the reservoir compartment. No anomaly noted when installing the test p-cap and reservoir in the reservoir compartment.(B)(4).